Event description:
International customer reports that a patient developed pain approximately two years following an atrial-septal defect repair. An x-ray showed that one of the three wires was broken on the back side of the sternum. No treatment was given. One month later, the patient returned complaining of pain and it was found that the broken wire had moved from its noted location in 2007. Two days later, the patient presented with cardiac tamponade the patient was returned to surgery at which time the surgeon confirmed that the suture was broken and a piece had fallen into the pericardium. The fragment was retrieved and the patient is reported in stable condition.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot: tlp477, mft date: 10/01/2004, exp date: 7/31/2009. Lot: uce167, mfg date: 3/1/2005, exp date: 1/31/2010. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.